Event description:
It was reported that customer was hospitalized on (B)(6), 2014 with blood glucose of over 400 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and stomach virus. Customer was wearing insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.